Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 sys gave an error message prior to a case. The 9600 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.